Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon used the stapler with the green reload at the pylorus. After firing, the entire staple line opened up. Staples were malformed and engaged on the tissue. He then used the black reload and fired medially to close the opening. This resulted in narrowing of the pylorus creating a high pressure sleeve. A total of four black and one blue reloads were used to complete the procedure. There were no adverse consequences for the patient reported. The stapler and the reloads were discarded.

Manufacturer narrative:
(B)(4). Photographic analysis: based on the photographic evidence, the event description can be confirmed. Unfortunately there is not enough evidence in the photograph to determine root cause.